Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging "the meter does not move on to apply sample screen but stays stuck in main menu." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.